Event description:
It was reported that the base of the helical blade inserter spins around freely and does not stay captured. The instrument cannot be visually oriented with the gold arm in the direction of the patients head. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and there were a few dents and gouges on the gold handle and on the back of the alignment indicator. The alignment indicator spun freely, but could not be removed, and the set screw could be threaded partially in or out with no effect on the functionality of the alignment indicator. Investigation determined that the complaint condition was caused by inadvertent hammer blows to the alignment indicator. This issue has been previously evaluated and determined to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)